Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported optical system / blurred image. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the examination of the returned product revealed a chemically attacked and leaking distal soldered seam. Moisture and foreign particles can be detected in the rod lens system. The customer's statement that "the imaging was fuzzy" can be confirmed. Chemical damage can be detected in the distal area of the soldered seam. The solder seam is chemically perforated. Moisture and residue can penetrate unhindered into the imaging rod lens system through the leaky solder seam and impair it, as in this case. Moisture has penetrated the rod lens system because of the damaged solder seam. The damage found is not due to a manufacturing/production defect and may have been caused by clinical reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).